Manufacturer narrative:
For field g3 of the initial mrd the aware date should have been 25 may 2021.

Event description:
It was reported that the patient was having difficulty charging ipg and had extended ipg charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred couple months ago the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg and had extended ipg charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.